Event description:
It was reported that some syringes from material# 309050 were mixed in with the box of bd¿ syringes. The following information was provided by the initial reporter, translated from chinese to english: "the fact of the matter was the product the customer used was material# 301942 and there was a box of material# 309050 mixed in."

Manufacturer narrative:
H6: investigation summary: although a lot number is unknown for material 301942, it was noted that within the shipment case, material 309050, lot number 2102192 was mixed in. A device history record review was completed for provided lot number 2102192. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Material 309050, lot 2102192 was produced in a packaging line close to the packaging line producing material 301942. The secondary packaging machines are managed by the same operator. It is possible that the operator mistakenly introduced some of the material 309050 product into the line packaging material 301942. It has been determined that this issue resulted from human error and manipulation of the product in the packaging station.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that some syringes from material# 309050 were mixed in with the box of bd¿ syringes. The following information was provided by the initial reporter, translated from (B)(6) to english: "the fact of the matter was the product the customer used was material# 301942 and there was a box of material# 309050 mixed in."